Event description:
It was reported that when the right ventricle lead was attached to the pulse generator, the high pacing lead impedance was out of range with no capture and no maximum output. A new device was implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. This is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.